Manufacturer narrative:
Approximate age of device ¿ 4 months. The patient remains ongoing on support. A direct correlation between the device and the reported gi bleeding cannot be determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a presumed gi bleed, however, it was not confirmed. The patient was admitted with a hemoglobin level of 4g/dl at an outside hospital. The patient was transfused with 4 units of packed red blood cells. No additional information was provided.